Event description:
Same case as 2134265-2014-08312 and 2134265-2014-08314. It was reported that automatic pullback failure occurred. During an intravascular ultrasound procedure, the sled was used in conjunction with an unspecified imaging catheter and mdu. Upon pullback, the physician noticed the the imaging catheter was not pulling pack on the sled. The procedure was completed with a manual pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).